Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery drawer and battery release are contaminated. Analysis also found the bail covers and lead flex cover are broken. Battery contacts are compressed, upper case is dented, and lower case is corroded. (B)(4).